Manufacturer narrative:
Investigation code(s): b15, b18, b20. Concomitant therapies: botox®. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the malar cheeks and jawline with 1 ml of juvéderm® voluma¿ xc, in the vermillion lip and superior cutaneous lip with 1 ml of juvéderm® volbella¿ xc, and in the nasolabial folds with 1 ml of juvéderm® ultra plus xc. Six months later, the patient reported ¿swollen, sore, pink nodules¿ at the malar cheeks and superior cutaneous lip. That same day, the patient was prescribed lisinopril 5 mg for 5 days. The patient returned 6 days later with little improvement and was told to continue lisinopril 5 mg for 7 more days. After the 7 days, the patient returned with little improvement and the lisinopril was upped to 10 mg for 7 days, with a medrol dosepak and a round of doxycycline added. The event is ongoing. The patient was concomitantly injected with botox®. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00319 (allergan complaint # (B)(4)) and MDR ID# 3005113652-2022-00320 (allergan complaint # (B)(4)). This MDR is being submitted for the first suspect product, juvéderm® voluma¿ xc.